Manufacturer narrative:
Pump received no motor movement or negligible movement. Retries to free a stuck motor failed during rewind due to corroded motor home switch, corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Motor tested outside the pump and received pump error 37 at rewind. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had low reservoir alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.